Event description:
It was reported that the patient had an infection near the midline incision site. Symptom of drainage at the site was noted. It was believed that the infection was not device or procedure related, and the cause was unknown. The patient underwent a spinal cord stimulator (scs) system explant procedure and was doing well postoperatively. The explanted devices will not be returned as they were kept by the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-ipg-r-MRI. Upn: m365sc12320. Model: sc-1232. Serial: (B)(6). Batch: 571238. Product family: scs-linear leads-MRI. Upn: m365sc2408560. Model: sc-2408-56. Serial: (B)(6). Batch: 7080102. Product family: scs-lead fixation-MRI. Upn: m365sc43190. Model: sc-4319. Batch: 30959011.